Event description:
An 18 gallon b-d sharps container was being moved for proper disposal. An 18g hollow bore needle was protruding from the side of the container. Employee suffered a laceration to the finger which required sutures.